Manufacturer narrative:
(B)(4). Date sent: 11/27/2019 date of event: publication year of 2011. Batch # unk this report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: a single center comparison of outcomes in hepatic resections using two different devices for parenchymal division. Author/s: bodzin a.s.; frank a.m.; ramirez c.g.; leiby b.e.; maley w.m.; doriac. Web address: hcitation: hpb. 13 (suppl. 1) (pp 5), 2011; doi: http://dx.doi.org/10.1111/j.1477. This retrospective study aimed to evaluate the safety and efficacy of two devices used in parenchymal division during hepatic resections. From 2004 to 2010, a total of 47 patients who underwent liver resection were included in the study. Tissuelink monopolar floating ball (tl) with either the ultrasonic dissector (cusa) (n=27) or harmonic scalpel (hs) (ethicon) (n=20) were used in the procedure. Reported complications in hs group included median estimated blood loss (ebl) of 250 ml (n=?) In which 2 patients were transfused intraoperatively; bile leak (n=1); and perioperative death (n=1). The results of this study showed that the harmonic scalpel with tl is a safe, effective method of parenchymal division with significantly less ebl and length of stay.